Manufacturer narrative:
The device was received and evaluated. A leak test was performed, and leakages were observed in the exposed portion of the soft cannula. A tear was observed, and fluid was unable to successfully exit the distal tip of the soft cannula. Although the soft cannula was damaged, the timing and cause of the damage cannot be determined. Corrosion was found on all three batteries, causing the pcb to also corrode. Even though there was corrosion on the batteries, they were all measured to have the expected voltages, and the battery seals were all continuous. The download data showed there was no timeouts or drive stalls. Therefore, the corrosive batteries did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing, including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose above 20 mmol/l (360 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.